Event description:
I used the icy-hot back therapy wraps for back pain. I had it on for about 5 hrs when I noticed that there was a burning sensation different from the heat therapy. When I took off the wrap at that time, I had burned areas where the little chemical things were on my back. These were second degree burns. They healed up soon and I put it down to, "sensitive skin." I threw the product away and have not used it since. Never thought to complain to anyone. Dates of use: 5 hours. Diagnosis: sore back. Event abated after use stopped: yes.